Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from two patient samples using vitros tropi es reagent on a vitros eci immunodiagnostic system. Vitros tropi es patient 1 result: 0.072 ng/ml vs expected 0.017 ng/ml. Vitros tropi es patient 2 result: 0.071 ng/ml vs expected 0.017 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were not reported outside of the laboratory, and there were no allegation of patient harm made as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from two patient samples using vitros tropi es reagent on a vitros eci immunodiagnostic system. Root cause for the events could not be determined; however, inappropriate pre-analytical sample processing or inadequate customer incubator cleaning could not be ruled out as contributing factors. The investigation was able to rule out a reagent malfunction.